Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic resection, poor staple formation was noted even though the firing cycle was completed. The staple line was also incomplete centrally. Unformed staples from two reloads fell into the patient's cavity and was manually picked, rinsed and sucked. This caused leakage in the lung and forces the surgeon to resect tissue again, which led to tissue loss and tissue damage. First the handle was replaced, then another reload was used to complete the case.